Manufacturer narrative:
The reported events of lead noise, low pacing lead impedance and insulation anomaly were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported events was due to the external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart.

Event description:
It was reported that the right ventricular lead exhibited sensing noise and low impedance. It was also noted there was clavicular crush. The lead was explanted and replaced. The patient was discharged.